Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable would not charge unless held firmly in place. There was no adverse impact to the customer's blood glucose level. Replacement cable was sent to the customer.